Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: shoulder surgery. Cathplace: shoulder. Ref: 2026095-2012-00107 ((B)(4)). Pt alleges degeneration of shoulder cartilage following placement of an I-flow pain pump after surgery on (B)(6) 2000.

Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. Results: the info contained is from legal documents served on I-flow corp. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation. As of (B)(4) 2006 I-flow has updated its on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today." (1303722, rev. E).